Event description:
It was reported that there was discomfort from the battery site to lead insertion. It was noted that diagnostics included examination and palpation on (B)(6) 2013 and the results were that the device was mobile. It was reported that etiology included the incisional site, device track, and neurostimulator pocket and etiology was unlikely related to the device, therapy, or implant procedure. It was noted that symptoms included the patient feeling a "pulling on a raw surface" sensation. It was reported that the patient had a 65 pound weight loss. The outcome was noted as ongoing with no further action needed. It was later reported that etiology was possibly related to the device or therapy. It was later noted that there was implant site pain.

Event description:
Additional information received reported that the patient lost 65 pounds and may need a revision in the future due to change in body mass.

Manufacturer narrative:
Concomitant medical products: product ID: 3889-28, lot# va04a8n, implanted: (B)(6) 2013, product type: lead; product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).